Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09405. The patient received the scs system including two percutaneous leads and two anchors (from the same lot) on (B)(6) 2011. It has been reported the patient experienced inadequate pain relief. The x-rays indicated one of the lead was fractured at the anchor and the second lead was not getting the coverage. The physician decided to replace both leads and the anchors with a different lead. It was found at surgery that the anchors had pulled out of the ligaments. No patient complications were reported. The patient indicated receiving effective coverage post-operative.

Manufacturer narrative:
Results - the returned products were visually examined under the microscope and kinks with broken wires were observed 14 cm and 14.75cm respectively from the stimulation end. Both had one cam mark distal to the kink. Another smaller kink was observed 10mm distal to the cam marks on both leads. No other anomalies or damage was observed on the stim ends, terminal ends or the remainder of the lead bodies. The leads' mechanism of failure (broken wires) were observed on optical inspection; therefore, electrical testing was not necessary. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.